Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room and it was observed the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and the device had eroded through the pocket. It was noted the patient had been lost to follow-up and their device had been at eri for two years and had been alerting every morning for two years. The surgeon added the patient was experiencing a chronic pocket infection that the patient had ignored. Cultures were taken and antibiotics were administered; the crt-d system was extracted. No further patient complications have been reported as a result of this event.